Event description:
Rn visited pt's home on 3/8/97 and programmed pump per protocol. Rn visited pt's home on 3/9/97 and cassette bag was still full. The reservoir-residual volume showed 005 ml. The pt stated the pump did not alarm. Other settings on the pump were correct. The pt did not receive IV naficillin every 4 hours as ordered for a total of 6 doses.